Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The instrument was failing latron controls and was giving ambient temp errors when the leak was noticed. The volume of the leak was 1 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The leak was repaired when the field service engineer (fse) arrived onsite. The customer stated they found a hole in the tubing through pinch valve pv37 between ff107 and ff124. The customer had replaced the tubing. The fse did not observe an active leak and did not observe any errors. The fse verified that the instrument was running without any leaks, without any errors and passing all controls. (B)(4).